Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a field clinician stated a patient received too much insulin from an ilet pump and experienced hypoglycemia that was described as resulting in hospitalization, but subsequent follow-up with the reported patient indicated no hospitalization had occurred and glucose reports showed time-in-range of 66.7 percent. Symptoms included hypoglycemia. Outcomes included no hospitalization. Investigation included outreach to the patient and review of device-generated glucose reports by care. Investigation of this case revealed conflicting reports with no corroboration of hospitalization and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.